Event description:
The ER nurse called to report that the customer was hospitalized for dka. It was indicated that the back pressure sensitive alarm occurred on the pump. The nurse wanted to know what basal rate was in the pump and how to clear the alarm. While at the hospital, the customer was taken off the pump and was treated with an insulin drip. The pump passed the leadscrew test and the nurse was told that the customer's md would need to confirm the basal rates for the pump. It was reported that the customer was not up to do further troubleshooting on the pump at the time of the call. There was no additional information leading to the event. The nurse stated that the customer will call back at a later time.